Event description:
It was reported that balloon rupture occurred. The target lesion was located in the below the knee artery. A 2mm x 20mm x 143cm coyote es balloon was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported.